Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the deployed clip was stuck in the jaws after firing on the blood vessel. This clip was formed but came off the jaws and oozing occurred. The amount of bleeding was a little. Blood transfusion was not required. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was formed clip applied to vessel but then clip came off of vessel to cause oozing? --- yes. Or was there oozing as no clip was ever deployed onto vessel? --- na.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it properly fed and formed three conforming clips. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident.